Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. It was also reported that the customer received excessive no delivery alarms. It was also reported that the customer's insulin pump went into threshold suspend. Customer's blood glucose level at the time 158mg/dl. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the